Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer having problems low suspend alarm. The blood glucose level is above the suspend threshold limit. The threshold suspend limit is set to 60. Nothing further reported.